Manufacturer narrative:
Device failure suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that the pt cannot feel normal mode or magnet stimulation anymore. The pt's device has not been evaluated by a medical professional in approx 3 years because his prescribing neurologist does not have a vns programming system. Pt is to see a different physician to evaluate his vns device. Good faith attempts to obtain add'l info have been unsuccessful to date.